Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motor error alarms and multiple pump error alarms. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump alarmed an error and the displayable history failed on startup second time. Customer stated that the displacement test was passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No a17 alarm, a47 alarm and no motor error alarm noted during test. Motor passed motor test. (B)(4).